Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was (260). Customer was using apidra insulin.